Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly. Catheter body dried drug or blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was not getting adequate pain control. Healthcare provider (hcp) had attempted dye study; however was unable to aspirate. A revision was done; couldn't aspirate catheter. A catheter occlusion was indicated. The catheter was replaced. Patient was with no injury; recovered without sequel. Drug delivered via the device was dilaudid.

Manufacturer narrative:
Programmer (ptm) 8835, serial# (B)(4). Catheter model: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6); device pouch model: 8590-1, lot# n257989, implanted: 2011 (B)(6), explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.